Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without the low battery alert and insulin flow blocked. The customer's blood glucose was 327 mg/dl at the time of incident. The customer's mother reports recurring alarms. The customer did troubleshoot the issues. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected battery power loss or delivery anomaly noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with minor scratched lcd window and cracked retainer.